Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and below-knee vessel. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device and no patient injuries were reported.